Event description:
Device 2 of 2. Reference MFR report; device 1 of 2: 3006705815-2019-00126. It was reported that the patient was experiencing swelling in the right leg and increased pain following a procedure to implant an scs system. The patient was sent to the emergency room (ER) for further evaluation. A CT scan was performed and no anomalies were reported. The physician believes the issue was caused by nerves being irritated during the implant procedure. No intervention has been planned at this time.